Event description:
It was reported the patient had no bladder control at the time of report. It was stated the patient started "leaking and running" while standing on the day of report. It was noted the patient did not have any falls or trauma but she did get a steroid shot on the left side of their back for a pinched nerve on (B)(6) 2013. The patient stated she would try new batteries and try to increase the stimulation to help with the symptoms. It was reported the patient had a loss of therapeutic effect and the patient had not had any therapy problems before. The patient was redirected to their healthcare provider. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va01hrk, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).